Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by spouse that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 38 mg/dl while wearing the pod. Patient reportedly fell off the couch and had slurred speech. Paramedics were called and the patient was treated with an injection and advised that patient eat a meal. Patient recovered after about 45 minutes. This pod was discarded.